Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the trial liner would not screw into the acetabular shell, during use.. The surgeon had to implant the real liner. The real liner was unstable and had to be removed and the implant lipped liner had to be implanted. Due to lipped liner being implanted, the head also had to be removed. The event caused a one hour delay in surgery and surgery was completed using the device.

Manufacturer narrative:
The product was not returned for evaluation; however a review of the device history records did not identify any issues with this part and lot number. This device is used for treatment. The part combination was determined to be compatible. A review of the complaint history did not identify and additional complaints for this issue. The medical records were not received. Without the return of the device and with the information provided a root cause could not definitively be determined. No corrective, preventive or field actions have been initiated as a result of this investigation for this issue.